Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. A redraw sample was run on an alternate stratus cs analyzer and a negative result was obtained. The patient was admitted for observation. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a sample integrity issue. No issue was noted with the instrument or reagents. The stratus cs(r) instrument is performing within specifications. No further evaluation of the device is required.